Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a fall and sudden pain in their lower back and feet. The patient had started falling in 2015 with the most recent falls in 2016. The patient was having issues with their feet due to neuropathy which was reported to be due to cancer. The patient fell due to their neuropathy as they could not feel their hands or feet. The patient stated that the falls in 2015 were probably due to the neuropathy from cancer but the most recent falls in 2016 were thought to be related to stimulation. The patient had seen their health care professional (hcp) and manufacturer representative on (B)(6) 2016 due to the issue of stimulation not hitting where it needed to in their lower back. It was reported that the stimulation used to stay in the same spot all the time but "it was not doing that" currently. At the appointment the manufacturer representative increased stimulation. The patient stated that it was good for a few days and then on (B)(6) 2016 they had pain that night and could not stand on their feet for longer than 3 minutes. The pain returned suddenly on (B)(6) 2016. It was reported that the patient had a programming session scheduled for (B)(6) 2016.

Event description:
The patient had cancelled the appointment on (B)(6) 2016 and had not met with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.